Event description:
The patient reported intermittent overly loud sound sensations. Although a device malfunction could not be identified with diagnostic testing, the device was explanted and replaced with a new device.